Event description:
It was reported that this right ventricular lead exhibited difficulty to be positioned during the implant procedure. It was necessary to perform more than twenty turns on the screw in order to fixate it. Eventually, the lead experienced dislodgement and exhibited high pacing thresholds and loss of capture. It was decided to explant this lead, and another one was implanted instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a deformed helix, insulation was bunched, and conductor coils were deformed throughout the lead body. This type of damage is consistent with the lead being placed through a constricted area. Additionally, testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The reported helix issues, high pacing thresholds and loss of capture were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular lead exhibited difficulty to be positioned during the implant procedure. It was necessary to perform more than twenty turns on the screw in order to fixate it. Eventually, the lead experienced dislodgement and exhibited high pacing thresholds and loss of capture. It was decided to explant this lead, and another one was implanted instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a deformed helix, insulation was bunched, and conductor coils were deformed throughout the lead body. This type of damage is consistent with the lead being placed through a constricted area. Additionally, testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The reported helix issues were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular lead exhibited difficulty to be positioned during the implant procedure. It was necessary to perform more than twenty turns on the screw in order to fixate it. Eventually, the lead experienced dislodgement and exhibited high pacing thresholds and loss of capture. It was decided to explant this lead, and another one was implanted instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.